Event description:
Rib fracture. Consultant reports that while attempting to drill through a plate hole for a rib fracture, the drill bit broke. The broken drill bit piece could not be located. An interoperative scan was not done to locate the piece. However, a portion of the pt's rib was cut out where it was believed the piece would have fallen, but did not locate the piece. Reportedly, the postoperative x-ray did not show the broken piece of drill bit. Location of broken piece is currently unk.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn, as no device was returned or lot number provided.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4): placeholder.